Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The issue was a call service 069 alarm. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: a hard call service 069 alarm (¿cs69¿) was reproduced during the rewind step. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). Unrelated to the original complaint, the display screen contrast was dim and reddish. Additionally, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit to the battery compartment.